Event description:
Burn occurred on monday, 4/14. User was using thigh/calf wrap on arm. Clinician had set user up for treatment with unit on his lap. She left and when she came back to check on user, she saw unit was on 100% intensity. User had turned intensity all the way up and treatment immediately ended. Burns were noticed afterward.

Manufacturer narrative:
The burn incident occurred because the user did not follow device usage instructions. The patient used a thigh/calf wrap on the arm, which is outside the intended use described in the instructions for use (IFU). Additionally, the patient manually increased the intensity to 100%, exceeding the recommended maximum intensity of 50% for proprioception therapy patients as clearly stated in the IFU. Although the treatment was initiated under clinician supervision, it appears that either the patient neglected the provider's instructions or the clinician failed to adequately monitor the patient during the session. The incident occurred in a clinical setting; however, the patient, who resides in an assisted living facility, had been previously trained along with the facility staff. The device has not yet been returned for evaluation to fully rule out a malfunction. However, given the facts, inappropriate wrap usage, excessive intensity setting, and patient self-adjustment, user misuse is the most probable root cause, rather than device malfunction.